Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to a bacterial infection. The patient was treated with peritoneal flush and unspecified medication for the event. It was not reported if the patient was hospitalized. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in the past two or three months. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.